Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the pump and found a screw displaced from executive processor board. The fse replaced the power management board due to voltage error. In addition, the fse verified the unit calibration. The unit underwent function and safety testing. The fse ran the pump over the weekend as a precaution. The problem did not occur. The fse released the unit for clinical use. The customer was not available for signature. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a unit shutdown. There was no harm or injury to the patient and no adverse event was reported.